Event description:
It was reported that bd intima-ii y 22gax1.00in prn/ec slm had foreign matter on (B)(6) 2025, while intending to leave a 22g closed IV cannula in place for a patient, the nurse unwrapped the closed IV cannula and found a white bulge on the side of the closed cannula tip, making it unusable.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. DHR/bhr review (lot#4233020): 1) the products of this batch were assembled at intima ii auto line 3 in sep 2024 and packaged at r240 package line in sep 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. Check the retained samples of this batch, no foreign matters are found. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. Because the state and composition of the needle cannot be confirmed, so the root cause of this defect cannot be determined. The plant will continue to pay attention to and monitor such defects.

Event description:
No additional information is available.